Manufacturer narrative:
(B)(4). Batch #: 294a88. The following information was requested, but unavailable: could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Did the device not deploy staples or were there staples deployed but they were malformed? Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the gcs40g device was received with no apparent damage and with a reload present. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. The reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. The condition fully fired reload indicates that the reload was potentially removed and reinserted incorrectly and/or incompletely after the procedure causing the retaining pin to be disconnected from the coupler and push rod. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: completely fire the instrument by squeezing the firing trigger until it touches the closure trigger (plastic to plastic), signifying that the instrument has fired the staples and knife blade, and the tissue has been transected. The firing trigger automatically returns to the intermediate position as soon as it is released, leaving the closure trigger in the fully closed position. Make sure that the release button is not pressed during firing as proper formation of staples may be compromised. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure a surgeon was using the contour stapler and two different guns cut but didn't staple at all. No patient consequences were reported.